Event description:
It was reported that the user inadvertently inserted an infusion set with the blue needle guard still attached, which represented a use-of-device problem related to an unspecified component of the infusion set; the user was guided through a site change and confirmed insulin delivery had resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem was found and the event was associated with user technique rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.